Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited peeling cement at the distal objective and light guide lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. However, it is presumed the likely cause of the reported malfunction is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.